Manufacturer narrative:
D3: correction d9: 26-dec-2024 section e: additional information. H6: evaluation codes update. One device was received for investigation. Review of the event history log showed high alarm displayed: cassette not attached properly. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was contamination of the downstream occlusion (dso) sensor. The dso sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.